Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aoritc balloon pump (iabp) had fiber optic sensor failure. There was no patient injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g1-contact person ¿ mfg site, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate reported failure. As a precautionary measure, the fse replaced fiber optic pcb and executive processor pcb. Performed functional check and safety test then returned unit to clinical service.